Manufacturer narrative:
The device was received for evaluation. A review of the event history log did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate accuracy testing was performed with no issues noted; the device met specifications. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not properly infuse the set rate of drug despite moving the line. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.